Event description:
The end user alleges while driving the motorized wheelchair down a portable ramp, the motorized wheelchair tipped forward allegedly resulting in bilateral fractured femurs. The end user alleges that subsequently she required surgery above the knee with amputation to the right leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Hoveround's owner's manual warns end users to not operate the motorized wheelchair on ramps that do not meet the ada guidelines.